Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Child patient prompt with adult pad-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 10 manual power ups between the (B)(6) 2007 and the (B)(6) 2016, the longest of which lasts 3 minutes 31 seconds duration. During this time on the (B)(6) 2013 information from the technical log shows the device powered up in child patient mode and detected an in range impedance, no shock was advised. All subsequent manual power ups record the device as being in child patient mode. Investigation found the reported fault can be attributed to failure of the reed switch. The fault could not be replicated with a new reed switch fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.